Event description:
It was reported that in an arctic sun device therapy started around 11pm. They noticed there was no water going through the pads and there was an alarm earlier stating the patient temperature had not changed for an extended period. Resumed therapy, alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), 50 (patient temperature 1 erratic ), 112 (confirm return to cooling phase ), 116 (patient temperature 1 change not detected), and 117 (patient temperature 1 change not detected). Temperature alarms were at initiation. Discussed alarms 116 and 117, confirmed probe connected to device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 1.4lpm. Therapy continued, water was not flowing because device was paused.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated as no device was received. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device therapy started around 11pm. They noticed there was no water going through the pads and there was an alarm earlier stating the patient temperature had not changed for an extended period. Resumed therapy, alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), 50 (patient temperature 1 erratic), 112 (confirm return to cooling phase), 116 (patient temperature 1 change not detected), and 117 (patient temperature 1 change not detected). Temperature alarms were at initiation. Discussed alarms 116 and 117, confirmed probe connected to device. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 1.4lpm. Therapy continued, water was not flowing because device was paused.